Event description:
It was reported that this right ventricular (rv) lead was an attempted implant, but was exchanged due to an impedance issue. Additional information has been requested regarding the specific impedance allegations and whether the lead will be returned. The physician implanted a different rv lead to resolve the event. The patient was stable and no adverse consequences were reported.